Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraoesophageal surgical procedure, e-100 lights were red when the instrument was plugged in. The customer moved the vessel sealer plugged-in down to the integrated electrosurgical unit (iesu/erbe) port and it was working and the customer continued the procedure. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information regarding the reported complaint; however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi has received the e-100 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate the customer reported complaint. This e-100 was installed into the test system, and it worked fine with synchroseal instrument. Fa used synchroseal with a saline dipped gauze in the jaws and fire yellow pedal/synchronize activations cut/seal about 100 times and e-100 worked fine without any issue. The issue was not replicated. The unit is in good condition. No image or video was available for review. A review of the site's complaint history revealed related patient identifier# (B)(6) and patient identifier# (B)(6) were related to this complaint. An event verification confirmed the hiatal hernia - paraesophageal procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure delay.